Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 38 mg/dl. Reportedly, the customer required assistance from contacts to address bg level with glucagon injection. Although requested, the customer was not able to upload pump data logs for tandem technical support to perform a log review. Additionally, it was reported that the pump touch screen was "glitchy" and had "reddish" pixels. Reportedly, customer continued using pump for insulin therapy.